Event description:
It was reported the electrogram (egm) cable did not function properly and would reverse the projection of the catheter on the non-(B)(6) mapping system. The procedure was completed using the same electrogram (egm) cable. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).